Event description:
Following a ptca procedure, an angio-seal device was placed and hemostasis was successfully achieved. However, when the pt first stood up, oozing was noted (length of time to ambulation unknown). The next day, the pt found a hematoma on his leg. Manual pressure and a femostop (placed for a duration of 12 hrs) were used to achieve hemostasis. Follow-up the next day confirmed that the pt remained without sequelae.